Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors such as (chronic kidney disease) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by the implant patient registry that approximately 5 years, 10 months and 20 days post transfemoral tavr with a 23mm sapien 3 valve, the valve was explanted due to aortic valve stenosis and calcification. A surgical valve was implanted. According to medical records received, the patient was admitted for aortic valve replacement with aortic root enlargement, patent foramen ovale closure, tavi explantation (replaced with edwards 25mm magna ease surgical valve). Intra-op tee reported a 23 mm sapien 3 valve implanted in aortic position with thickened prosthetic leaflets, consistent with prosthesis obstruction, mean gradient 48 mmhg, no perivalvular leak and trivial central leak. According to the explant operative report, the patient had a severely dysfunctional transcatheter aortic valve, that was found to be calcified and thickened with stiff cusps. The transcatheter aortic valve was explanted. A root enlargement was done. Completion echocardiography showed a good result. The mean systolic aortic transvalvular gradient was 9 mm hg. Per the pathology report, the explanted sapien 3 valve was noted to have mineralized calcifications, without cusp tear, thrombus, pannus or vegetations.